Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 in an intensive care unit due to diabetic ketoacidosis with a high blood glucose level of over 500 mg/dl. The customer experienced flu. The customer was treated with intravenous insulin drip at the hospital. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.